Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the procedure, priming was started but the temperature did not drop. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the luer broke at the orange/blue tubing junction. The device had no defects. The reported condition was confirmed. The investigation found the luer broke at the orange/blue tubing junction. The investigation identified the root cause of the reported event to be a component. If information is provided in the future, a supplemental report will be issued.